Event description:
Per received report, the coil got stuck at the distal end of the micro catheter (prowler lpes - lot no. 15570658). Dr was not able to push it or pull it. The entire system had to be removed (the microcatheter and coil). At this point, it was noted that the coil got stretched.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During introduction, the orbit mini complex fill 2x2 coil (637mf0202/15227346) got stuck at the distal end of the prowler lpes microcatheter (606s155x/15570658). It was not able to be pushed or pulled. It was originally reported that the microcatheter had to be removed and then it was noted that the coil got stretched. However, additional information reported that the orbit system was removed from the microcatheter while the microcatheter remained at the target site. The entire coil was removed from the microcatheter and the patient still attached to the delivery system. There was no patient injury. A non-sterile orbit mini complex fill 2x2 was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was found zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The embolic coil and the gripper were inspected under microscope; the embolic coil was found stretched while the gripper was found without damage. The od from the delivery tube was measured and was found within specification. One prowler select plus lab sample was flushed using a lab sample syringe (nipro), after that the received orbit was introduced into the microcatheter and despite the stretched coil and the kinks found on the orbit system it was able to pass through the microcatheter. It was advanced smoothly until the microcatheter's distal tip. Just some friction was felt when the kinks of the hypotube was passed through the microcatheter lab sample. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Although the orbit system could be inserted through a lab sample microcatheter, with functional testing some resistance was confirmed as it encountered the distal end of the microcatheter and was due to kinks in the delivery system. The stretched coil was confirmed. Although a definitive cause the event experienced by the user cannot be determined; based on the functional testing it appears that kinks on the device possibly due to procedural handling may have contributed to the resistance. Device interaction/entrapment of the coil may have then resulted in the stretching during removal; however, without the return of the microcatheter used in the procedure; no conclusion can be made. Based on the analysis and the device history records review there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile orbit mini complex fill 2x2 was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was found zipped without damage. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The embolic coil and the gripper were inspected under microscope; the embolic coil was found stretched while the gripper was found without damage. The od from the delivery tube was measured and was found within specification according to document es05094 rev 8 and es05098 rev 15. One microcatheter prowler select plus (cordis lab sample) was flushed using a lab sample syringe (nipro), after that the received orbit was introduced into the microcatheter and even the stretched coil and the kinks found on the orbit product it can pass through of the microcatheter lab sample and it was advanced smoothly until the microcatheter's distal tip. Just some friction was felt when the kinks of the hypotube was passed through of the microcatheter lab sample. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "dcs - impeded in microcatheter" was not confirmed during the functional test. The failure reported by the costumer as "coil - unraveled stretched" was confirmed. The cause of the kinks found on the device and the conditions of the embolic coil could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per 637mi021 rev. 26 that prevent this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time. Note: additional information and evaluation codes will be submitted within 30 days.